Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Lot number: the complainant provided two lot numbers: 18207998 and 17574942. One of which is the lot number for the complaint device and the other lot number was the device used to complete the procedure. However, it is unknown as to what lot number exactly for the complaint device. Only the lot number 17574942 matches with the reported (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the ampulla during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle came out and broke off during sphincterotomy. It lodged into the mucosa and was successfully retrieved using forceps. The procedure was completed with a second microknife rx 3l needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual analysis of the unit returned found that the cutting wire (needle) of the needle knife was melted and blackened. The evaluation concluded that the most probable root cause for this event is related to the anatomical and procedural factors encountered during the procedure that most likely limited the integrity of the device. It is possible that an excess voltage applied during the procedure could have caused the damage found. Therefore, the most probable cause is 'operational context.' A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that a microknife rx 3l needle knife was used in the ampulla during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle came out and broke off during sphincterotomy. It lodged into the mucosa and was successfully retrieved using forceps. The procedure was completed with a second microknife rx 3l needle knife. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be &#49545;ne&#56205;